Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the missing pieces were probably lost during processing. No fragments fell into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken or loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found that failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint of "if it was reported that during a da vinci assisted surgical procedure, the maryland bipolar forceps had a broken cable. Fa found that the primary finding could not be reproduced and does not match the complaint description to be related to the customer reported complaint. Fa performed visual inspection and no damaged cable was observed. The maryland bipolar forceps was placed and driven on an in-house system. The maryland bipolar passed the recognition and engagement tests. The maryland bipolar forceps moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, the maryland bipolar forceps was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.063" offset at the tips. Common causes of the failure mode bent-severely instrument grip-tips are typically attributed to the mishandling, such as excess force applied to the maryland bipolar forceps jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray of sink sizes for reprocessing, or overloading the tips. The maryland bipolar forceps was found to have a broken molded insulator. The broken pieces, measuring approximately 0.063" x 0.040" and 0.088" x 0.054" in size, were not returned with the instrument. The instrument was found to have mechanical indentations/burrs at the grip tips. Common causes of the failure mode mechanical indentations/burrs instrument grips -tips are typically attributed to the mishandling. These are attributed to damage during use, which may include an accidental drop the product or collisions with other objects or hard surfaces. The complaint regarding broken or loose cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.